Event description:
It was reported that during refill of the implanted pump, the pt felt progressive and pronounced numbness in lower extremities. This appeared to have started immediately following the saline flush step of the refilling operation and became worse after injection of the medications into the pump. One day later the pt was reported to be "brain-dead." It was learned in 2004, that the pt died.